Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood and covered in body tissue/fibrotic growth. The lead distal end electrode had an observation of blood on the sleeve head. Also visual summary analysis of the lead indicated damage at implant. The analyst commented that electrical resistance and cross continuity test results were within specification. Visual inspection found the outer insulation breached cut/extrinsic, and there was a lot of blood ingress along lead length. According to the amount of blood ingressive, the insulation breach likely did contribute to the electrical complaint and the breached insulation might cause at implant.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 implantable pulse generator (ipg) (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.